Event description:
Following a new pump and catheter implant, the pt never had therapeutic effect. The catheter was placed too low in the pt's spinal column at implant; fluoroscopy was not used to place the catheter. The pt's bowels were not working and he was ill and vomiting for 5 days straight following implant. The pt was admitted to hospital. The pt's status was reported to be serious. Follow-up with the pt's healthcare provider was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
"Ill" and "bowels not working".